Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#1627487-2017-00771. Reference MFR report#1627487-2017-00772. The patients' spouse reported being unable to increase amplitude on the scs system. Reportedly, the issue was confirmed. As a result, the patient underwent an scs trial as the next course of action in efforts to obtain optimal therapy.